Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n332279, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the surgeon that implanted the device ¿screwed it up¿ and had to do it a second time 2 weeks later. It was noted that the patient did not want to go back to that healthcare professional (hcp). It was noted that the patient was trying to locate another hcp. It was noted that the caller did not have the follow up hcp name. Additional information received reported that the manufacturer¿s representative provided about 10 local hcp names and the patient¿s wife responded ¿she was going back to the original dr.¿ it was stated that he manufacturer¿s representative never heard back from them. It was noted that they only had a 1 minute phone conversation. It was stated that the manufacturer¿s representative was never told of any diagnosis or anything about onset, symptoms, or when treatment occurred.